Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported by edwards japan that a patient with a 25mm 3300tfxj aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis. The tavr was performed with 26mm sapien3 ultra resilia valve. The patient's outcome was reported as under treatment.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. A DHR review is unable to be performed as no lot/serial number was provided. There is no evidence to support that the failure was the result of a design/manufacturing non-conformance; therefore, a lot/work order history review is not required. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined.